Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming level 1 hotline low flow systems 390. Device arrived with cracked enclosure by drain fitting. During testing when filling tank, the complaint was verified and validated. No action was taken to replace or repair device. It is deemed beyond economical repair and due to age of device, the device will be scrapped with no action taken. Unknown cause of event.

Event description:
Information received on a smiths medical fluid warming level 1 hotline low flow systems - hl-390 was leaking at bottom of tank. No patient adverse events reported.